Event description:
When the nurse attempted to use a bd vacutainer® k2 edta (pink top) tube to draw blood from the peripheral IV start, she noticed that the pink-top tube didn't seem to be filling up at the usual rate, and it didn't stay connected to the vacutainer very well. The nurse removed the pink-top lab draw tube, and noticed that blood began spilling from the top of the tube, around the area where the vacutainer inserts its needle into the lab tube. The patient's blood spilled on the sheets and on the nurse's scrubs, but did not touch any skin, so there was not any risk of blood exposure to non-intact skin. The nurse was able to find a second pink-top lab draw tube and obtain the necessary lab draw. The nurse saved the leaking pink-top lab draw tube so she could provide the lot number, and then later threw the lab draw tube in a biohazard container. No harm occurred and no additional pokes were ordered for the patient. This was just an equipment failure: the pink-top lab draw tubes usually do not leak blood around the caps. The lot # was 1014130 and the ref # was (B)(4).